Event description:
It was reported that during device change out for normal eri, the right ventricular lead seemed to be broken. No anomalies were visible on x-ray. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.